Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the insertion of the device, it was noted that the stent strut was lifted up. The device was removed from the patient's body and the procedure was completed with different device. There were no patient complications nor injuries reported.